Manufacturer narrative:
Per -3898 final report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The instrument has not been returned to corin vigilance and therefore cannot be examined. Based on the available information no further investigation is possible and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Damage on the trifit ts daa impaction handle. It was reported that metal particles came off the handle but were washed out and there was no impact to the patient. Surgery was not delayed.

Manufacturer narrative:
(B)(4). The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The instrument is being returned to corin and will be reviewed. Details of the review will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Damage on the trifit ts daa impaction handle. It was reported that metal particles came off the handle but were washed out and there was no impact to the patient. Surgery was not delayed.